Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, endoscopic image was not displayed. The field service engineer of olympus india found that when connecting gif-h170 to the subject device the endoscopic image was displayed intermittently but when connecting cf-q150l to the subject device the subject device was working fine. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. The device was received by an olympus service center and was evaluated over a period of several days. The issue reported by the customer was duplicated after 10 days while triggering the power on and off. The dp board was replaced and the unit kept under observation while continuing to trigger the power on and off. After the replacement of the board, the issue was resolved. There were no burn marks, rust, or water seepage marks found on dp board, which could contribute to a failure. The dp board is being sent out for further evaluation as it is likely that one or more components of the board failed. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment.